Event description:
The customer contacted heartsine to report that their device was intermittently unable to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. The fault was attributed to corrosion on the membrane panel due to storage outside of the indicated conditions. The corrosion on the on/off button contact pads alongside the corrosion on the membrane tail and the screws, would indicate that the device had been stored outside the indicated conditions. The fault could not be replicated after the corrosion was cleared. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was intermittently unable to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.